Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was confirmed to be unavailable for this report. (B)(4).

Event description:
A doctor reported that a knife was dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information was confirmed to be unavailable.

Manufacturer narrative:
One opened knife sample was received in a tip protector tray inside of a bag for the report of a dull blade. The sample was visually inspected and was found to be conforming. Penetration testing could not be performed because the sample was damaged during the cleaning process while being prepared for the testing. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be visually conforming however, the sample was damaged while being prepared for functional testing and could not be tested functionally. Based on the results of the visual analysis, a dull blade as described in the complaint was not confirmed and a root cause was not determined for the complaint as described by the customer. Because a root cause for this complaint was not determined, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).